Manufacturer narrative:
Manufacturing site evaluation: investigation - up to now, the product is not available for investigation. No pictures were provided. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - without the product, an exact cause cannot be determined at this moment. Based on the quality standard and device history records (DHR), a material or production related error can be excluded. Therefore, it appears the root cause of the error is most likely usage related. Rationale - according to the quality standard, we exclude a material defect or production error. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. If further investigations are required, the product should be provided for examination. No CAPA required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the challenger clips. During an unspecified procedure, the clip cartridge "broke" and fell into the operative field. The tip of the magazine was retrieved immediately and did not cause any patient harm. Additional information was not provided.